Event description:
New information received on (B)(4) indicates that the patient's implantable cardioverter defibrillator exhibited additional episodes of post-paced t-wave over-sensing. Programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave over-sensing. Programming changes were discussed.